Event description:
Healthcare professional reported exchange of textured silicone implant, capsular contracture baker grade iii and rupture. This record is for the left side. Device has been explanted and replaced .

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: white calcification observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported exchange of textured silicone implant, capsular contracture baker 3 and rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.